Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, the device could not be interrogated. After investigation, it was noted the device had not been programmed out of storage mode at the implant facility. Once storage mode was exited, the device interrogation and programming was successful. No adverse patient effects were reported.

Event description:
Subsequent information that a revision procedure occurred. No connection issue was noted, but the physician elected to explant the lead. No additional adverse patient effects were reported.